Event description:
It was reported that the device was displaying an "energy fault" message. The device does not have any energy output for any settings. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering information for a replacement power conversation pcb, as the most likely cause of the reported failure. The customer later confirmed that due to costs of repair, they have decided to retire the device. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.